Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that bleeding issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while resting on the couch at home during the sensor warm-up phase, the patient¿s husband observed blood on the couch. The patient took off the wearable, applied a bandage, and applied pressure, but this did not aid in stopping the bleeding. They went to the emergency department (ed), where a topical powdery hemostatic clotting agent and a pressure bandage were used. They performed blood tests to evaluate her blood clotting effectiveness. Her coagulation factor results were normal. The puncture site from the needle where lab samples were taken sealed without bleeding, but the patient alleged that the sensor insertion site continued to bleed. Even though the bleeding did not fully stop, the patient was discharged home after 10 hours with no further medical intervention. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional patient or event information is available.